Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up visit, it was noticed that one of the leads was broken. In (B)(6) 2014, surgery was performed. It was also noted that the patient had several emergency hospitalizations, but the reason is not known. There is no further information available as to which lead was broken and what the final outcome was.